Manufacturer narrative:
The specimen was collected in a lithium heparin tube without a gel barrier and centrifuged for 3 minutes. The sample's appearance was clear. The specimen was aspirated from the primary collection tube.system checks performed on (B)(6)2010 and (B)(6)2010 met specifications.qc was within specifications during the event.a field service engineer (fse) was dispatched: a) the fse performed a minor preventive maintenance (pm). B) the fse replaced the mixer assembly. C) the fse conducted a diagnostic testing which met specifications.no definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained reproducibly elevated troponin (accu tni) results for one patient.repeated testing on two alternate methods resulted in the normal reference range. The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.